Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the touchscreen was out of calibration. It was also noted that the company logo button was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.